Event description:
Report received from USA stating that the device does not recognize the foot pedal and does not light up. It is known that the event did not occur during surgery. It is known that there was no pt or user injury or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "the console does not recognize the foot pedal and the light console does not light up." Was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).